Event description:
Pt underwent a repair of a torn acl on (B)(6) 2015. Pt has no pre-existing medical or surgical history. Pt was discharged the same day. Upon follow-up a week later, the surgeon noted the devices used to re-attach the acl were not in the appropriate position and not correctly attached. The pt was informed and required a subsequent surgery to repair. The repeat surgery was performed on (B)(6) 2015. The femoral cortical button was found to be in the femoral tunnel and nearly extruded into the notch. The button required removal but the acl fixation was intact. Another button was put into place and the surgery completed successfully. This has been deemed to be a user technique issue.